Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire and a stent were used during an antegrade stent placement post pcnl procedure performed on (B)(6) 2016. According to the complainant, during the procedure as the guidewire was being removed through the stent, the coil wire unraveled, exposing the tip of the metal corewire. Additionally, the flexible end outer covering peeled away from the core. The procedure was completed with this amplatz super stiff guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.